Manufacturer narrative:
The customer indicated the use of a 22.5 diopter multifocal iol and an unspecified handpiece. Without the cartridge and handpiece model it cannot be determined if this is a qualified combination. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Follow up information: the surgeon has indicated that they do not think that cartridges or injectors are involved because they are used for non-preloaded single piece monofocal iols and there was no incident noticed by him or his colleagues. (B)(4).

Event description:
The surgeon clarified that only the iol is suspected to have contributed to the reported event, not the cartridge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received via a company representative, indicating that visual acuity loss and pain were also noted. Dexamethasone with neomycin was also given postoperatively; however, it is unclear if this was given within or outside of standard postoperative care. The posterior capsular opacification (pco) required yttrium aluminium garnet (yag) laser treatment at three months.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
An ophthalmologist reported that eight days following an intraocular lens (iol) implant procedure in the right eye, the patient presented with an inflammatory reaction (2+ tyndall effect) without functional clinical signs. Fifteen (15) days post surgery, the patient returned with a sensation of a veil. At that time, the patient presented with 4+ tyndall effect with clear vitreous; however, the posterior capsule was opaque. The patient was treated with an antibiotic for 10 days, and was given an antibiotic injection on (B)(6) 2017. The patient presented with 3+ tyndall effect on (B)(6) 2017; the patient received a subconjunctival injection of triamcinolone on the same day. It was noted that the other eye (implanted with another manufacturer's iol) had no tyndall effect at the 8-day postoperative visit.